Manufacturer narrative:
Additional, changed, and/or corrected data: g3. Supplemental medwatch is being submitted to correct the g3 field which was left blank in the previously submitted medwatch.

Event description:
Allergan received a report of a patient who was treated with coolsculpting treatments on (B)(6) 2020 and (B)(6) 2021 to the mid and lower abdomen and on (B)(6) 2020 to the flanks. In march 2021, the onset of symptoms began. The patient has been diagnosed with paradoxical adipose hyperplasia to the anterior abdomen (clarified as full abdomen) and flanks. The affected tissue is described as bigger and firmer than surrounding areas. The patient also developed hyperpigmentation to the right lower abdomen.

Manufacturer narrative:
Correction to g.3. Aware date of initial medwatch 3007215625-2021-01325. Aware date should have been listed as 21/april/2021. Correction to g.3. Aware date of supplemental medwatch 3007215625-2021-01325-1. Aware date should have been listed as 10/feb/2023.

Event description:
Allergan received a report of a patient who was treated with coolsculpting treatments on (B)(6)2020 and (B)(6)2021 to the mid and lower abdomen and on (B)(6)2020 to the flanks using a cooladvantage applicator. In (B)(6) 2021, the onset of symptoms began. The patient has been diagnosed with paradoxical adipose hyperplasia to the anterior abdomen (clarified as full abdomen) and flanks. The affected tissue is described as bigger and firmer than surrounding areas. The patient also developed hyperpigmentation to the right lower abdomen.

Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. The coolsculpting user manual states that hyperpigmentation may occur after treatment. Typically, it resolves spontaneously.

Event description:
Allergan received a report of a patient who was treated with coolsculpting treatments on (B)(6) 2020 and (B)(6) 2021 to the mid and lower abdomen and on (B)(6) 2020 to the flanks. In (B)(6) 2021, the onset of symptoms began. The patient has been diagnosed with paradoxical adipose hyperplasia to the anterior abdomen (clarified as full abdomen) and flanks. The affected tissue is described as bigger and firmer than surrounding areas. The patient also developed hyperpigmentation to the right lower abdomen.